Event description:
We received an allegation about questionable positive results for 1 patient's serum/plasma sample tested with elecsys anti-hav g2 (anti-hav ii) assay on a cobas e801 immunoassay analyzer. On (B)(6) 2023: initial result: 0.674 coi (positive). On (B)(6) 2023, a new sample was drawn and tested. Result: 1.020 coi (negative). Rerun result: 1.060 coi (negative). The results were not consistent with the patient's previous results. The repeat result of the original sample from (B)(6) 2023 was 1.030 coi (negative).

Manufacturer narrative:
The cobas e801 module serial number was (B)(6). Qc and calibration were acceptable. The alarm trace showed multiple sample foam detection alarms on the day of the event. The investigation is ongoing.

Manufacturer narrative:
Pre-analytical data, alarm trace, and images were provided for investigation. An instrument check was done on (B)(6)2023 and the instrument was performing within specifications. The investigation of the sample images identified 3 different issues where the samples contained air bubbles, appeared to be turbid (fibrin clots) and contained a film/particles. The active gripper wheels appeared dusty. The investigation did not identify a product problem. The elecsys anti-hav ii assay performs within specifications. The cause of the event was due to pre-analytical issues (the samples contained air bubbles, appeared to be turbid/fibrin clots, and contained a film/particles) at the customer's site. Preanalytics are within the customer's responsibility.